Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose during the night after being elevated for several hours before dinner, with contributing factors including a larger-than-usual lunch, a possible accidental meal announcement, and subsequent insulin overcorrection while using a cd 23 infusion set. Symptoms included hypoglycemia confirmed by a comparative check showing 86 mg/dl by fingerstick and 67 mg/dl by cgm. Outcomes included transient hypoglycemia lasting about 10 minutes that resolved with oral rapid-acting carbohydrates including juice and food, without outside assistance, medical intervention, ketone testing, or hospitalization, and with glucose stabilizing during the call. Investigation included review of reported glucose trends, user history, and troubleshooting with education on meal announcement protocol. Investigation of this case revealed use error related to incorrect meal entry and meal size estimation, with device performance consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including incorrect meal announcement and carbohydrate estimation leading to insulin overdelivery and subsequent low glucose.